Manufacturer narrative:
Supplemental submitted to include UDI. Customer did not record serial number of unit involved in this incident.

Event description:
It was reported that family members of patients turned off the bed exit alarms on the beds to assist patients in using the restroom. It was further alleged that the patients suffered falls and the staff was not notified about the falls due to the bed exit alarms being turned off. The patients subsequently passed away, although the complainant was not aware if the patients expiring was related to the falls.

Manufacturer narrative:
The issue was resolved for the customer by confirming that nothing further was required from stryker at this time. Customer did not record serial number of unit involved in this incident.

Event description:
It was reported that family members of patients turned off the bed exit alarms on the beds to assist patients in using the restroom. It was further alleged that the patients suffered falls and the staff was not notified about the falls due to the bed exit alarms being turned off. The patients subsequently passed away, although the complainant was not aware if the patients expiring was related to the falls.

Event description:
It was reported that family members of patients turned off the bed exit alarms on the beds to assist patients in using the restroom. It was further alleged that the patients suffered falls and the staff was not notified about the falls due to the bed exit alarms being turned off. The patients subsequently passed away, although the complainant was not aware if the patients expiring was related to the falls.